Event description:
A malfunction was reported on a pump, identified by the customer through a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted in resetting the pump, and the customer was advised to continue using it. The customer was instructed to contact support if the malfunction code appeared again.